Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. Unable to perform the stylet insertion/ removal test due to over-torqued inner coil consistent with procedural damage. The reported events of high pacing impedance and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to procedural damage. The cause of failure to advance stylet was due to over-torqued inner coil consistent with procedural damage.

Event description:
During an implant procedure, the stylet was unable to advance through the right ventricular (rv) lead. There was also increased pacing impedance and loss of capture observed. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.